Event description:
The patient was a direct admit for mitral valve clip and tricuspid valve. Mitral valve clip successful. However, while placing the mitra clip in the tricuspid valve during the adjustment of clip, the mitra clip was stuck in the septal commissure and could not be removed easily. After multiple maneuvers, the clip was able to be removed, however it was everted and could not be removed through the guide. Vascular surgery was consulted for removal of foreign body from the right femoral vein. A perclose device was seen partially deployed in the right common femoral vein and the sheath containing the mitral clip was in place. An attempt was made to removed; however, there was profuse bleeding in the right groin. Hence, a transverse cutdown was made in the right groin. Incision was deepened through the subcutaneous tissue and fascia. Due to multiple cardiac catheterization procedures, there was extensive scar tissue. The access site of the right common femoral vein was identified; however, secondary to bleeding, it was difficult to obtain complete exposure of the right common femoral vein proximally and distally. Hence, the mitral clip, which was partially seen out of the femoral vein puncture hole was removed partially and then another part of the mitral clip, which was seen in the medial aspect of the femoral vein was removed under fluoroscopy and while doing the procedure, venotomy of the right common femoral vein was enlarged. At this point there was profuse bleeding from the femoral vein proximally and distally, and also from the profunda femoral vein. Multiple attempts to repair the femoral vein was not possible. Hence, the femoral vein was ligated at the level above the profunda femoral vein. Adequate hemostasis at this point was achieved and this was communicated to the cardiologist. The wound was irrigated well with saline and closed uninterruptedly with a nylon and packed.

Event description:
The patient was a direct admit for mitral valve clip and tricuspid valve. Mitral valve clip successful. However, while placing the mitra clip in the tricuspid valve during the adjustment of clip, the mitra clip was stuck in the septal commissure and could not be removed easily. After multiple maneuvers, the clip was able to be removed, however it was everted and could not be removed through the guide. Vascular surgery was consulted for removal of foreign body from the right femoral vein. A perclose device was seen partially deployed in the right common femoral vein and the sheath containing the mitral clip was in place. An attempt was made to removed; however, there was profuse bleeding in the right groin. Hence, a transverse cutdown was made in the right groin. Incision was deepened through the subcutaneous tissue and fascia. Due to multiple cardiac catheterization procedures, there was extensive scar tissue. The access site of the right common femoral vein was identified; however, secondary to bleeding, it was difficult to obtain complete exposure of the right common femoral vein proximally and distally. Hence, the mitral clip, which was partially seen out of the femoral vein puncture hole was removed partially and then another part of the mitral clip, which was seen in the medial aspect of the femoral vein was removed under fluoroscopy and while doing the procedure, venotomy of the right common femoral vein was enlarged. At this point there was profuse bleeding from the femoral vein proximally and distally, and also from the profunda femoral vein. Multiple attempts to repair the femoral vein was not possible. Hence, the femoral vein was ligated at the level above the profunda femoral vein. Adequate hemostasis at this point was achieved and this was communicated to the cardiologist. The wound was irrigated well with saline and closed uninterruptedly with a nylon and packed.